Event description:
In jan 1999, pt had a heart attack. A blockage was detected and a regular stent was implanted. Eight months later a cypher stent was implanted and after a week the pt started having chest pain, throbbing at the base of the skull, tinnitus, nose bleeds and shoulder aches. The problems became worse yesterday and the pt was taken to the e.r. Where a heart catheterization was done and the stent was said to be working fine. However pt's speech is slow and they do not generally fell well.